Event description:
Same case as MFR# 2134265-2010-00199, 2134265-2010-00200. It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The pt presented with an acute myocardial infarction and was brought to the cath lab and was put on heparin, integrilin, lidocaine, versed and plavix. A mach 1 guide catheter along with a non bsc guide wire were advanced to the 95% stenosed left anterior descending artery (lad) which had a mixed segment of 70% in-stent restenosis of unk stent. A thrombectomy was performed with an aspiration catheter and then a 3.5x15mm non bsc balloon was advanced to the mid lad and was inflated at 12 atms for 26 seconds and 14 atms for 13 seconds. A 3.5x32mm veriflex stent was then advanced to the mid lad and was deployed at 15 atms for 30 seconds. The stent delivery balloon was then re-inflated in the mid lad at 14 atms for 25 seconds. The stent delivery system (sds) was removed from the pt and a 3.5x24mm veriflex stent was advanced to the proximal lad and was deployed at 13 atms for 22 seconds. The stent delivery balloon was then re-inflated in the proximal lad at 14 atms for 16 seconds and 10 atms for 14 seconds. The 3.5x24mm stent delivery balloon was then moved to the mid lad and inflated at 10 atms for 13 seconds. The sds was removed, and a 3.0x24mm veriflex stent was advanced to the mid lad and was deployed at 13 atms for 32 seconds. The sds was removed and the pt complained of chest pain. A 3.5x12mm non bsc balloon was advanced to the proximal lad and inflated to 14 atms for 20 seconds and 18 atms for 13 seconds, and the pt's chest pain was resolved. A 2.0x12mm non bsc balloon was advanced to the diagonal artery and inflated at 16 atms for 20 seconds and 18 atms for 14 seconds. The balloon was removed from the pt and a 3.0x12mm non bsc balloon was inflated in the diagonal artery at 12 atms for 26 seconds. The balloon was removed and the procedure was successfully completed with 0% residual stenosis. No pt complications were reported. Four months later, the pt presented with a myocardial infarction. It was discovered that all three previously implanted veriflex stents had restenosed. The pt was put on angiomax, nitroglycerin and integrilin. A 3.0x15mm quantum maverick balloon was advanced to the mid lad was inflated at 8 atms for 17 seconds and 4 atms for 8 seconds. The balloon was then inflated in the distal lad at 5 atms for 18 seconds and then inflated again in the mid lad at 14 atms for 24 seconds and 16 atms for 10 seconds. The balloon was then inflated in the proximal lad at 18 atms for 17 seconds and 18 atms for 15 seconds. Nitroglycerin was given to the pt and ivus was performed. The 3.0x15mm quantum maverick balloon was re-advanced to the mid lad and was inflated at 10 atms for 20 seconds, 16 atms for 17 seconds, 16 atms for 14 seconds, 17 atms for 16 seconds, 17 atms for 7 seconds, 17 atms for 14 seconds, 18 atms for 12 seconds, 18 atms for 7 seconds, 20 atms for 13 seconds, 19 atms for 10 seconds, 20 atms for 10 seconds and 20 atms for 8 seconds. The balloon was removed and a 3.5x15mm quantum maverick balloon was advanced to the mid lad and inflated at 7 atms for 10 seconds, 12 atms for 8 seconds, 14 atms for 16 seconds and 14 atms for 14 seconds. The balloon was then inflated in the proximal lad at 16 atms for 16 seconds, 16 atms for 20 seconds and 18 atms for 15 seconds. The balloon was removed and nitroglycerin was given to the pt and ivus was performed. The 3.5x15mm quantum maverick balloon was re-advanced and inflated in the proximal lad at 18 atms for 28 seconds and then inflated in the mid lad at 18 atms for 16 seconds and 18 atms for 15 seconds. The balloon was then inflated in the proximal lad at 20 atms for 12 seconds and 20 atms for 16 seconds. The balloon was removed from the pt and nitroglycerin was given and the results were checked. The 3.5x15mm quantum maverick balloon was re-advanced into the mid lad and was inflated at 20 atms for 30 seconds, 22 atms for 22 seconds and 22 atms for 16 seconds. The balloon was removed and the procedure was successfully completed with no pt complications reported. The pt's current condition is listed as "okay".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.